Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug cefazolin. It was reported the patient flushes easily with brisk blood return and infusion stopped with one dose left in the bag. Per reporter volume was 300, stop volume 109.3, measured volume 120 and the calculated under infusion was 5.6 percent. No additional information is available at this time.